Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('embedded essure in uterus (embedded deep into myometrium / essure coil is located in the proximal portion of tube and extends into right uterine cornu'), embedded device ('embedded essure in uterus (embedded deep into myometrium/ embedded/mal positioned essure coil)/mal positioned essure coil') and uterine perforation ('perforation : uterus / migration/ migration of essure device location of device: right ovary') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included spironolactone for hormonal imbalance as well as estradiol (estrogen), fluoxetine hydrochloride (prozac) since (B)(6) 2016, progesterone and vitamins nos (multivitamin) since (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraine/ headaches"), 1 month 5 days after insertion of essure. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding ( menorrhagia)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), alopecia ("hair loss"), fatigue ("fatigue/ exhaustion"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: anxiety"), premenstrual dysphoric disorder (" psychological or psychiatric problems condition pmdd"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes:- always having my period"). On (B)(6) 2015, the patient experienced neck pain ("pain- neck pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), back pain ("back pain"), acne cystic ("rashes or skin conditions type: cystic acne"), adnexa uteri pain ("fallopian tube pain/ ovary pain"), mood swings ("mood swings") and hypertonic bladder ("overactive bladder"). The patient was treated with surgery (total hysterectomy uterus and cervix removed/ she underwent surgery to remove the device). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, uterine perforation, menorrhagia, hormone level abnormal, alopecia, vaginal haemorrhage, anxiety, premenstrual dysphoric disorder, acne cystic, bladder disorder, urinary tract disorder and hypertonic bladder outcome was unknown and the back pain, depression, migraine, fatigue, dysmenorrhoea, dyspareunia, neck pain, adnexa uteri pain and mood swings had resolved. The reporter considered acne cystic, adnexa uteri pain, alopecia, anxiety, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, hormone level abnormal, hypertonic bladder, menorrhagia, migraine, mood swings, neck pain, premenstrual dysphoric disorder, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.5 kgs. Hysterosalpingogram - on (B)(6) 2015: essure confirmation test (unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality-safety evaluation of ptc (product technical complaint) on 6-feb-2020: no new significant information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('embedded essure in uterus (embedded deep into myometrium'), embedded device ('embedded essure in uterus (embedded deep into myometrium/ embedded/mal positioned essure coil)/mal positioned essure coil') and uterine perforation ('perforation : uterus / migration/ migration of essure device location of device: right ovary') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included spironolactone for hormonal imbalance as well as estradiol (estrogen), fluoxetine hydrochloride (prozac) since (B)(6) 2016, progesterone and vitamins nos (multivitamin) since (B)(6) 2015. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraine/ headaches"), 1 month 5 days after insertion of essure. On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding ( menorrhagia)"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), alopecia ("hair loss"), fatigue ("fatigue/ exhaustion"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: anxiety"), premenstrual dysphoric disorder (" psychological or psychiatric problems condition pmdd"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes:- always having my period"). On (B)(6) 2015, the patient experienced neck pain ("pain- neck pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), back pain ("back pain"), acne cystic ("rashes or skin conditions type: cystic acne"), adnexa uteri pain ("fallopian tube pain/ ovary pain"), mood swings ("mood swings") and hypertonic bladder ("overactive bladder"). The patient was treated with surgery (total hysterectomy uterus and cervix removed/ she underwent surgery to remove the device). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, uterine perforation, menorrhagia, hormone level abnormal, alopecia, vaginal haemorrhage, anxiety, premenstrual dysphoric disorder, acne cystic, bladder disorder, urinary tract disorder and hypertonic bladder outcome was unknown and the back pain, depression, migraine, fatigue, dysmenorrhoea, dyspareunia, neck pain, adnexa uteri pain and mood swings had resolved. The reporter considered acne cystic, adnexa uteri pain, alopecia, anxiety, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, hormone level abnormal, hypertonic bladder, menorrhagia, migraine, mood swings, neck pain, premenstrual dysphoric disorder, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.5 kgs. Hysterosalpingogram - on (B)(6) 2015: essure confirmation test (unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: pfs&mr received reporter information was added. New event added device expulsion, embedded device, vaginal bleeding, anxiety, pmdd, cystic acne, bladder disorder, urinary tract disorder nos, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), neck pain, adnexa uteri pain, mood swings and event outcome added. Severity added fallopian tube pain. Neck pain, lower back pain. Lab test updated. Concomitant drug was added. Psych injury event updated depression and overactive bladder added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), migraine ("migraine"), alopecia ("hair loss") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (she underwent surgery to remove the device). Essure was removed. At the time of the report, the uterine perforation, back pain, menorrhagia, psychological trauma, hormone level abnormal, migraine, alopecia and fatigue outcome was unknown. The reporter considered alopecia, back pain, fatigue, hormone level abnormal, menorrhagia, migraine, psychological trauma and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test (unspecified) showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : previously reported event ¿injury¿ was updated to migration, perforation: uterus. New events added - back pain, menorrhagia (heavy menstrual bleeding), hormonal changes, migraine, hair loss and fatigue. Demographics; lab data, essure indication (amended) were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.